Event description:
Patient revised due to loosening of the tibial base plate and femoral component; also noted osteolysis and polyetheylene wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot lot number required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, it would not be unreasonable to expect some wear after 11 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.